Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 syringes of juvéderm voluma® xc to contour the mid face jawline area and chin. 11 days later, patient was injected again with 1 syringe of juvéderm voluma® xc to the jawline area. 3 weeks later, patient received an additional 2 syringes juvéderm voluma® xc to the jawline area. Approximately 4 months after the final injection, patient presented with "pimple that they picked on their chin¿, then, ¿a couple days later, the patient noticed the area was numb, tingly and swollen¿. Hcp suspected the reaction was a "biofilm". "Area had some inflammation and looked like [patient] had an infection in jawline area". "Patient was prescribed cipro for 1 week. Area was super swollen, and ¿pimple¿ turned into nodule. Treatment of erythromycin was added for 1 week and cipro extended for another week." Patient was also treated with azithromycin. Hcp observed patient has nodule on cheek. Hcp dissolved the nodule on chin with hyaluronidase. Hpc mentioned they do not know how the infection might have spread, the injection sites were disinfected prior to injection. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00353 (allergan complaint # (B)(4)), and MDR ID #3005113652-2019-00393 (allergan complaint # (B)(4)). This is the first MDR submitted for the second injection of suspect product, juvéderm voluma® xc.